Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received an alert and presented for physician visit. Extended charge time was noted and capacitor maintenance could not be performed. Telemetry was lost during the attempt and heard a noise coming from the device. Device was explanted and replaced.

Manufacturer narrative:
The reported extended charge time anomaly was confirmed in the laboratory. Analysis of the device identified an anomalous component within the hybrid circuitry. This would account for the high voltage charge times.